Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, upon device interrogation the merlin programmer crashed most likely due to a corrupt egm from the device. The device firmware was reloaded and the patient was stable with no consequences.